Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an adverse event that caused the user to be hospitalized.

Event description:
On 15 july 2022, senseonics was made aware of an adverse event that caused the user to be hospitalized due to a distal radius fracture and scaphoid fracture.

Manufacturer narrative:
Per case notes, subject states she is recovering from a distal radius fracture and scaphoid fracture due to falling on the ground friday, on (B)(6) 2022. Subject does not have a sensor inserted so the injury is not due to using cgm system. No further resolution was found necessary for this complaint. B5. Device event or problem updated.